Manufacturer narrative:
(B)(4). Information regarding patient weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Physical manufacturer name: (B)(4). Concomitant med products: detachment control box (dcb02). Initial reporter information such as the name, phone and email address are unknown. [Complaint conclusion]: the healthcare professional reported that during the procedure, target vessel unknown, the introducer of the delta xtrasoft10 2 mm x 6 cm coil (dlx100206 / s12904) was inserted into the y-connector but it could not be advanced. The coil was replaced with another delta xtrasoft10 from the same lot number (s12904), and the same issue was encountered. The affiliate reported that there was no resistance when the coil was being advanced from the introducer, no resistance when the coil was inserted into the microcatheter. There was resistance when the introducer was being inserted into the rotating hemostatic valve (rhv). Additional information related to how the procedure was completed, whether the same y-connector and microcatheter were used for the remainder of the procedure was not available. Only one of the coils was available to be returned. During the product evaluation for this returned coil, the proximal end of the embolic coil is kinked and was folded over inside the translucent introducer sheath. There was no report of patient injury or complication; the complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The distal end of the embolic coil is located in the green introducer. There is blood at the end of the green introducer and in the translucent introducer sheath. The soft distal end of the device positioning unit (dpu) is protruding from the skive of the translucent introducer sheath. The device is almost fully sheathed. The resheathing tool is broken. There are bends in the dpu core wire approximately 18 cm, 72 cm, and 113 cm from the proximal end. Blood blocks the distal end of the green introducer. The ball tip is intact. There is blood on the embolic coil. The proximal end of the embolic coil is kinked and apparently folded over inside the translucent introducer sheath. Because of the damage to the proximal end of the embolic coil, the articulating joint is not aligned. The condition of the rh coil is obscured by the translucent introducer sheath. The extended coil section of the dpu is kinked where it passes through the skive of the translucent introducer sheath. While the resheathing tool is broken, its v-notch is undamaged. An attempt was made to insert the green introducer through a lab rotating hemostatic valve (rhv) attached to a lab rapid transit microcatheter. The green introducer successfully passed through the rhv and seated properly in the hub of the microcatheter. The protruded section of dpu and damage to the embolic coil prevents advancement of the device. A review of manufacturing documentation associated with this lot (s12904) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint that the introducer is incompatible with or does not fit the rhv is not confirmed. The introducer of the device passes easily through the rhv and seats properly in the hub of a compatible microcatheter. The rhv and microcatheter in use during the procedure were not returned. Without the return of these concomitant devices, the cause of the reported issue cannot be determined. The condition of the returned device is not consistent with the reported issue of being unable to insert the introducer of the device into the rhv. Blood in the introducer and on the device indicates that the device was connected to the microcatheter and in use. Damage the proximal end of the embolic coil is evidence that excessive force was applied to the device while the embolic coil was prevented from advancing. Sufficient force was applied to push the distal end of the dpu past the proximal end of the embolic coil, causing the embolic coil to kink and fold over. This same application of force may have pushed the dpu core wire through the skive of the translucent introducer sheath, causing the extended coil section of the dpu to protrude. Bends in the dpu core wire are also suggestive of the application of excessive force. The presence of blood in the introducer and on the embolic coil indicates that insufficient flush was maintained during the procedure. The IFU (lcn 208535-001 rev. C) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The healthcare professional reported that during the procedure, target vessel unknown, the introducer of the delta xtrasoft10 2 mm x 6 cm coil (dlx100206 / s12904) was inserted into the y-connector but it could not be advanced. The coil was replaced with another delta xtrasoft10 from the same lot number (s12904), and the same issue was encountered. The affiliate reported that there was no resistance when the coil was being advanced from the introducer, no resistance when the coil was inserted into the microcatheter. There was resistance when the introducer was being inserted into the rotating hemostatic valve (rhv). Additional information related to how the procedure was completed, whether the same y-connector and microcatheter were used for the remainder of the procedure was not available. Only one of the coils was available to be returned. During the product evaluation for this returned coil, the proximal end of the embolic coil is kinked and was folded over inside the translucent introducer sheath. There was no report of patient injury or complication; the complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event.